Manufacturer narrative:
The device was returned for analysis. As the stent was deployed and implanted the reported delayed activation could not be tested. The reported physical resistance with the thumbwheel also could not be confirmed as the device condition did not allow for additional testing. The reported elongation was not tested as the stent was implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (90% stenosed, heavily tortuous, and heavily calcified de novo lesion in the right iliac external artery) preventing the shaft lumens from moving freely and causing the thumbwheel to lock-up; however, this could not be confirmed. The elongation of the stent likely occurred after force was applied as the delivery system was being withdrawn coming loose out of the delivery system. The noted scratches to the tip likely came from the removal of the anatomy based on procedural circumstances. The additional treatment was due to case circumstances as the additional stent was placed in order to provide support. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified de novo lesion in the right iliac externa artery. A 7x40mm absolute pro self-expanding stent system was being deployed; however, some resistance with the thumbwheel was felt after the stent was partially deployed. Extra force was applied as this was the only option to deploy the stent. It was thought that the last centimeter of the stent got stuck in the delivery system and the stent elongated over 4 cm before coming loose out of the delivery system. The stent fully covered the target lesion, but due to the damaged stent design (elongated), the radial force of the stent was compromised; therefore, another 8cm absolute pro stent was successfully deployed over the elongated stent for support. The control angiogram confirmed a satisfactory result. There was no adverse patient sequela no clinically significant delay in the procedure. No additional information was provided.